Event description:
Technician reported a system 1000 hemodialysis device spontaneously changed dialysate proportioning ratio during the device start up before a patient was on the device. The device gave a conductivity alarm. There was no patient injury or medical intervention associated with this incident.